Event description:
The facility sent a fax that stated the surgeonh implanted a aa4204vf plate silicone lens. The lens was removed due to the lens tearing upon insertion into the eye. No pt injury. The inejctor that was used model msi-tr and cartridge that was used was model mtc60c fp, lot number 1192505. The injector lot number was not provided by the facility. Additional info has been requested, but none has been forthcoming from the user facility.